Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 530 mg/dl with ketones of 0.3 while wearing the pod on the abdomen between 5 and 24 hours. It was noted that the cannula had dislodged from the infusion site. At the hospital, the patient was treated with insulin via injections administered by the medical staff.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.